Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited unipolar impedances higher than bipolar impedances. Insulation damage was suspected, and subsequently the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead - 1998 (B)(6). (B)(4).